Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/17/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested the following was obtained: did the event occur during one or multiple patient procedures? Multiple what is the total number of procedures? 3-4 what is the number of reported devices involved in each procedure? One per could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided please explain this? What are you needing? I assumed you would send return label. Please provide the source or name of person providing answers to follow-up questions: (please refer to the attached email) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events.

Event description:
It was reported that an animal underwent an unknown animal procedure on (B)(6) 2025 and suture was used. It was reported per distributor that 4 sutures, needle is coming off material, coming of the wedge during procedures. No patient consequence is reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/19/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle and one dispensed suture that pertains to product code z346h were received for analysis. During the visual inspection of the needle, the swage and attachment area were noted with excessive pressure. The barrel hole was examined under magnification and remnant suture was observed. Additionally, the suture was noted to be severely cut, resulting in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One open box with four representative unopened samples was received for analysis. Product code z346h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.